Manufacturer narrative:
Received a 2.6f double lumen catheter for evaluation. A visual inspection revealed the catheter to be trimmed at the 17cm mark. There were no damage or defected noted. A functional analysis showed the catheter to leak around the cuff. The device was forwarded to the engineering department for further evaluation. The supplier that extrudes the lumen was notified and reviewed their processes and tooling and found several possible contributing factors. While not definitive root cause could be determined, the supplier did make several changes in order to help minimize this type of occurrence.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
PICC flushed prior to putting inpatient and it seemed to be ok. After putting in it was noticed to have contrast pooling at cuff.